Event description:
It was reported that a patient passed away due to unknown reason. The patient's device was not explanted. Programming history was available up to (B)(6) 2013, and the device was functioning as intended. No further relevant information has been received to date.